Manufacturer narrative:
Manufacturer's investigation conclusion:a direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined. A full evaluation of the device could not be conducted as the device was not returned for evaluation. A correlation between the device and the reported suspicion of thrombus could not be conclusively determined. The instructions for use list thrombus as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2018-00801. Approximate age of device - 10 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the lvad system was producing intermittent power and flow elevations. The patient had active pump thrombosis and was deemed not a surgical candidate for a pump exchange. The pump was acting as a thrombosing pump with low flow alarms and intermitted power and flow elevation, which correlated to clinical symptoms and a suspicion for pump thrombus. On (B)(6) 2019, the vad coordinator confirmed that the patient was expired due to a suspected pump thrombosis. An autopsy not performed to the knowledge of the vad team. The patient had previously received a pump exchange due to thrombus. No additional information was provided.